Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a history/settings (history/settings issue) issue. It was reported that user he lost the programmed insulin sensitivity factor (isf) and insulin to carb ratio (ic) steps after a battery change two months ago but didn't notify us at the time. The issue did not recur after that. There was no allegation of an adverse event with this complaint. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 8/11/2017 with the following findings: a review of the pump histories showed no activity outside of normal use; the pump was functioning properly. A review of the total daily dose history indicated that the pump maintained the programmed insulin sensitivity factor and insulin to carb ratio after a battery change. During testing, the pump¿s ¿ez-prime¿ steps were performed correctly. No defects were found on investigation therefore the investigation was unable to duplicate the initial ¿history settings¿ complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.